Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead dislodged and lost capture. All of the patient's leads have dislodged. A revision procedure is scheduled. To date, there have been no additional adverse patient effects reported.